Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was explanted due to pocket erosion with suspected infection. No other adverse effects were reported and no system replacement at this time. No return of product is expected.